Manufacturer narrative:
Corrected information: d9: device was not returned. Investigation: evaluation: description of event: as reported, the wire at the head end of the basket of a ngage nitinol stone extractor, was loose and could not grip the stone. A new stone removal basket was used, and the operation was carried out smoothly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was performed and related nonconformance's were identified and scrapped prior to distribution. Therefore, it is unlikely this issue affects the entire lot. A review of complaint history records shows two other complaints similar with the complaint device lot. The two complaints had similar reported issues, but a common root cause could not be determined. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. A review of the IFU provides the following information: suggested handling instructions for extractors and forceps: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, and dry place. Based on the provided information, it is likely that one of the basket wires pulled free from the basket tubing that secures the basket wires in place.cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1 - name and address: address: (B)(6). G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the wire at the head end of the basket of a ngage nitinol stone extractor, was loose and could not grip the stone. A new stone removal basket was used and the operation was carried out smoothly. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.